Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and abnormal aspiration errors were observed, which indicate possible poor sample quality. The field service representative found the sample probe was not washing properly. He aligned the sample probe to the wash station and verified the instrument was performing within specifications by performing a precision check. The customer performed qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable li results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.72 mmol/l. The result was flagged as critical and the sample was automatically repeated. The repeated results were 0.40 mmol/l and 0.39 mmol/l. The repeated results were deemed correct. The erroneous result was reported outside of the laboratory to medical personnel. The results were corrected. The reagent lot number is 56768701 with an expiration date of 30-jun-2023.